Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of pump stops was confirmed via the submitted log files. The system monitor (serial number unknown) was not returned for evaluation, review of the log files revealed on (B)(6) 2026 at 15:27:30 and 15:27:38, the log file captured pump stop commands being received, which resulted in the pump speed dropping to 0 revolutions per minute (rpm) one second later each time. Both pump stops were associated with low flow hazard and left ventricular assist device (lvad) off alarms. The pump speed increased to the intended speeds at 15:27:32 and 15:27:46, and the alarms cleared each time. Following the intentional pump stops, the pump appeared to resume operation at the fixed speed without issue. No additional pump stops, or other notable alarms were observed. Per the provided information, there was concern for an accidental pump stop during the patient¿s speed increase procedure. A specific root cause for the reported event was not able to be determined. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. Multiple attempts were made to obtain the system monitor serial number and additional information regarding the reported event; however, no additional information has been provided by the account. The device history records could not be reviewed as the heartmate system monitor serial number as well as other specific case/patient information, are not available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, provides an explanation of all pump parameters. Section 4 of the IFU, ¿system monitor¿, explains how to use the system monitor. This section explains to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them, including the pump off and low flow hazard alarm conditions, and the actions to take when the alarms occur. The patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came to the hospital on (B)(6) 2026 for a right heart catheterization and the site had concern for an accidental pump off during the procedure. The speed was increased from 5400rpm to 5800rpm during a mini-ramp test. Log file review was requested which revealed set speed changes and various alarms associated with back-to-back brief pump stop events. The cause of the pump off events appeared to be the result of an intentional pump stop commands from the system monitor.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.